Event description:
It was reported that the patient experienced shaking and hip/back pain. It was noted that the patient had the implantable neurostimulator (ins) system implanted (B)(6). The patient was admitted to the emergency room and going to have an MRI of the spine performed. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).